Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient was having difficulty charging as a result of ipg migration. The patient underwent a pocket revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.